Event description:
The customer reported via phone call that she had a blood glucose of 499 mg/dl on (B)(6) 2015 and 244 mg/dl on (B)(6) 2015. Customer stated that she started wearing the pump on (B)(6) 2014 and had a blood glucose of 311 mg/dl. Customer was advised to reach out to the helpline going forward for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.